Manufacturer narrative:
This report is being filed on an international product, list number 7p45-32 has a similar product distributed in the us, list number 7p45-40 / 7p45-45. All available patient information was included. Additional patient details are not available. The complaint investigation regarding a false reactive result for alinity I toxo igg reagent lot number 46257be00, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Ticket search by lot 46257be00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding the associated product list number. Device history record review did not identify any non-conformances or deviations for the associated reagent lot number 46257be00 and complaint issue. In-house testing of retained lot 46257be00 showed that all controls met specifications and no false reactive results were obtained, indicating that the specificity performance is not negatively affected. A labeling review determined product labeling provides adequate information regarding the issue the customer described. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent lot number 46257be00 was identified.

Event description:
The customer observed a false reactive alinity I toxo igg generated from an alinity I processing module on (B)(6) 2023 for 1 patient and provided the following data (reference: < 1.6 iu/ml is non-reactive, 1.6 to < 3.0 iu/ml is considered grayzone, = 3.0 iu/ml is reactive): sample ID (B)(6): initial result was 27.4 (reactive), repeat result was 4.6 (reactive) the sample was then tested on another alinity I processing module and generated a result less than 3.0 (non-reactive). There was no reported impact to patient management.